Event description:
It was reported that the lead helix would not extend properly and the pacing lead impedance was out of range. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly was confirmed in laboratory. The lead inner coil was confirmed in laboratory. The lead inner coil was severely over torque that resulted to intermittently low or high lead pacing impedance measurement.